Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. The insulin pump had a cracked case at display window corners and a cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test with 97.84 percent.

Event description:
It was reported that the customer was hospitalized for epilepsy with unstable blood glucose levels. The blood glucose was rapidly changing from hypoglycemic to hyperglycemic. It was reported that the insulin squirted out from the insulin pump when no button was pressed. The blood glucose reading at the time of the report was 295 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.